Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood sugar reached to 500(units not reported) [blood glucose increased]. Novopen4 is hard to inject and novo pen 4 is stiff [device mechanical issue]. Case description: study ID: 1706-novocare programme . Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index (bmi) were not reported. This serious solicited report from egypt was reported by a patient family member or friend as "blood sugar reached to 500(units not reported)(blood glucose increased)" with an unspecified onset date , "novopen4 is hard to inject and novo pen 4 is stiff(device mechanical jam)" with an unspecified onset date and concerned a 7 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", actrapid (insulin human) (dose, frequency & route used- 7 iuper each meal) from (B)(6) 2017 for "product used for unknown indication". Dosage regimens: novopen 4: actrapid: (B)(6) 2017 to not reported; medical history was not provided. Concomitant medications included - lantus(insulin glargine). On an unknown date, the pen was heavy and had a problem during the injection, and the novopen 4 was hard to inject and after injecting the dose of 7 units of actrapid, with difficulty, the blood sugar reached 500(unit not reported) and patient was admitted to the hospital (dates were not reported) . Due to technical issue the patient wasn't taking the dose and affected to acetone in urine. The patient didn't suspect any lack of efficacy. The force needed to inject felt more difficult from normal.the patient have trained in the use of the needles in question and the patient attached the needle to the pen in a 180 degree angle (straight on). Batch numbers: novopen 4: fvg9007. Actrapid: mr7cl73. Action taken to actrapid was not reported. The outcome for the event "blood sugar reached to 500(units not reported)(blood glucose increased)" was not reported. The outcome for the event "novopen4 is hard to inject and novo pen 4 is stiff(device mechanical jam)" was not reported. Reporter's causality (novopen 4) - blood sugar reached to 500(units not reported)(blood glucose increased) : probable . Novopen4 is hard to inject and novo pen 4 is stiff(device mechanical jam) : unknown . Company's causality (novopen 4) - blood sugar reached to 500(units not reported)(blood glucose increased) : possible. Novopen4 is hard to inject and novo pen 4 is stiff(device mechanical jam) : possible. Reporter's causality (actrapid) - blood sugar reached to 500(units not reported)(blood glucose increased) : unlikely. Novopen4 is hard to inject and novo pen 4 is stiff(device mechanical jam) : unknown . Company's causality (actrapid) - blood sugar reached to 500(units not reported)(blood glucose increased) : possible. Novopen4 is hard to inject and novo pen 4 is stiff(device mechanical jam) : possible . Preliminarty manfacturers comment: 14-04-2023: the suspected device novopen4 has not been returned to novonordisk for evaluation. No conclusion is reached. Company comment: 'blood glucose increased' and 'device mechanical issue' are assessed as listed according to the novo nordisk current ccds information on actrapid. Limited information pertaining to indication, relevant medical history including risk factors like stress, infection, patient's adherence to medication were not provided for detailed medical assessment. Pediatric patient who is opertaing the device is a confounder in the case and could explain the possibility of handling issue. Based on known pharmacological properties of suspect drug; causality of the reported events with actrapid is assessed as possibly related. This single case report is not considered to change the current knowledge of the safety profile of actrapid.

Event description:
Case description: investigation result: novopen® 4 - batch fvg9007. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Visual examination and functional testing were performed. The functions of the pen was found to be normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Confirm: in the investigation of the pen, it was possible to set 7 units and force the pushbutton to be depressed fully without a needle attached. This is possible because the rubber piston in the cartridge and the medication can be compressed if exaggerated force is used to force the piston rod forward, even with no flow in the pen. A scenario like the described could be possible if a clogged needle was used with the pen. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Actrapid® penfill® 3 ml 100iu/ml - batch nr7jv70. The product was not returned for examination. Since last submission the case has been updated with the following: -investigation results added. -annex b c d g code added. -narrative updated accordingly. Final manufacturer's comment: 24-07-2023: the suspected device novopen4 has been returned to novonordisk for evaluation. The device was found to function as per set specifications and standards. H3 continued: evaluation summary: novopen® 4 - batch fvg9007. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Visual examination and functional testing were performed. The functions of the pen was found to be normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Confirm: in the investigation of the pen, it was possible to set 7 units and force the pushbutton to be depressed fully without a needle attached. This is possible because the rubber piston in the cartridge and the medication can be compressed if exaggerated force is used to force the piston rod forward, even with no flow in the pen. A scenario like the described could be possible if a clogged needle was used with the pen. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Case description: this serious solicited report from egypt was reported by a patient family member or friend as "blood sugar reached to 500(units not reported)(blood glucose increased)" with an unspecified onset date , "novopen4 is hard to inject and novo pen 4 is stiff(device mechanical jam)" with an unspecified onset date and concerned a 7 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , actrapid penfill (insulin human) from (B)(6) 2017 for "product used for unknown indication", on an unknown date, the pen was heavy and had a problem during the injection, and the novopen 4 was hard to inject and after injecting the dose of 7 units of actrapid penfill, with difficulty, the blood sugar (blood glucose) reached 500(unit not reported) and patient was admitted to the hospital (dates were not reported) . Action taken to actrapid penfill was not reported. Since last submission the case has been updated with the following: -actrapid was updated to actrapid penfill. -the batch number and expiry date were updated for actrapid penfill the expected fu date was extended in EU ca tab as the investigation result was pending, once investigation result is received the case will be submitted again as follow up. -expected fu date is extended in EU ca tab. -narrative updated accordingly. Preliminary manufacturers comment: 14-04-2023: the suspected device novopen4 has not been returned to novonordisk for evaluation. No conclusion is reached. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2023-00055. Reference notes: medwatch 3500a MFR. Report number.